Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Selective thoracic fusion. Dr (B)(6) was performing an ais spinal fusion and went to use the x25 final tightener, extra long shaft,to torque the set screw. He said that the instrument was burred and did not want to use it, it needed to be replaced. This sri instrument has been specifically made to enable dr (B)(6) to perform spinal correction movements, achieve segmental fixation and final tightening, at the same time. There is only one of these instruments on the set. He had to use the regular final tightener(regular x25 shaft). There was a minimal delay to the surgery. No ae to patient.